Event description:
The infant was being maintained on ventilator support when he became agitated and his oxygen saturation dropped. Oxygen was increased to 100% but it was only delivering 70%. The baby was moved to another bay and his saturation returned to normal. Plant engineering changed out the rail the next morning.